Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review of the directional insert was reviewed and found to be sufficient in providing information on the use of product. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
The facility contacted baxter (B)(4) to report a dual luer lock cap that leaked. The customer reported that the "blue caps leaked" the patient "came back into [the] unit with bloody gauze over cuc lines. Caps intact to line". The malfunction was reported to have been found during infusion. There was a patient involved; however, there was no report of patient injury, medical intervention, or adverse event in associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.